Manufacturer narrative:
(B)(4) submits MDR reports on behalf of (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has not been able to hear consistently on the right side for the past month.

Event description:
Note: this is a correction of the previously submitted fu#1 report to match the initial report. Fu#1 was submitted on january 21, 2016 with incorrect MFR report number: 9710014-2016-00030 initial was submitted on november 17, 2015 with MFR report number: 9710014-2015-00692.